Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 450 mg/dl at the time of the incident. The customer was at 330 mg/dl before the high incident. The customer used an insulin pen and was given serum to treat. The customer experienced symptoms such as dizziness, dry mouth, and headache. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported 2 bent infusion set cannulas. Troubleshooting was not completed but the pump passed a high pressure test. The customer stated they got a hematoma and some skin irritation with their last infusion set. The insulin pump will not be returned for analysis.